Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with connected device(s). No patient harm was reported. Nihon kohden's technician went on site and checked the cat 5 cable(s) leading to the mulitple patient receivers (org's) which was loosely connected, once they were connected securely in the back of the org's, the issue is resolved. Investigation summary: nihon kohden field service notes states that the issue of the signal loss was resolved after the customer connected loose cables on their mulitple patient receivers (org's). As such the root cause of the reported issue is related to improper set up. There is no evidence of an nk device malfunction. A corrective and or preventative action is not warranted. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration date. D6a - d6b. D7b. F1 - f14. G4 device bla number. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns. Model & serial number(s) are no information (ni) as attempts were made, no reply was received. Org's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) # : ni. Manufacturer narrative; b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event codes. H10: additional narrative/data.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with connected device(s). No patient harm was reported. Nihon kohden's technician went on site and checked the cat 5 cable(s) leading to the org's which was loosely connected, once they were connected securely in the back of the org's the issue is resolved.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with connected device(s). No patient harm was reported. Nihon kohden's technician went on site and checked the cat 5 cable(s) leading to the org's which was loosely connected, once they were connected securely in the back of the org's the issue is resolved.